Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device primed properly. Device received with cracked reservoir tube lip and cracked battery tube threads, cracked case from display window corner, broken belt clip slot and loose/shifted end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. Customer was unable to exit the load reservoir process or preparing to prime loop. Insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.